Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) came out before the visual indicator window changed to black-black. There was no reported patient injury. The device was stored in a temperature-controlled area within the hospital. The device was used after an endovascular thrombectomy which used an ipsilateral retrograde approach. The vcd was used with a 6f non-cordis short sheath. The procedure was performed while watching the ultrasound, and the correct steps were followed. The doctor is trained in the use of the vcd. The vessel diameter was 5 mm or more and there was no calcification or plaque. Additional details were requested but are unable to be obtained due to covid-19 restrictions. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18385063 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) came out before the visual indicator window changed to black-black. There was no reported patient injury. The device was used after an endovascular thrombectomy which used an ipsilateral retrograde approach. The vcd was used with a 6f non-cordis short sheath. The procedure was performed while watching the ultrasound, and the correct steps were followed. The doctor is trained in the use of the vcd. The vessel diameter was 5 mm or more and there was no calcification or plaque. Additional details were requested but are unable to be obtained due to covid-19 restrictions. The device was stored in a temperature-controlled area within the hospital.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.